Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. The customer has changed their infusion sets, but the alarm was recurring. The customer's blood glucose was 318 mg/dl. The mother also reported the customer was vomiting earlier in the morning. Troubleshooting did not occur because the alarm was from a past event. Customer was advised to call back when the alarm occurs. No additional information provided.